Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not report resetting the pump for this malfunction but mentioned intending to call back for a pump reset. No additional information was received regarding any further actions taken.